Event description:
During an atrial fibrillation procedure, there was a contact force issue with the catheter and a display issue with the display workstation resulting in a delay. After the catheter was connected, it was noted that the pressure did not display. The ensite x system displayed a persistent error message and showed the catheter as still inside the sheath. The ensite x system was restarted, and the catheter was removed and re-inserted, but the issue was not resolved. The ensite x system was restarted three times with no resolution. The catheter was exchanged, and the contact force issue resolved. Exchanging the display workstation resolved the sheath detection display issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The reported event stated that ¿the ensite x system displayed a persistent error message and showed the catheter as still inside the sheath.¿ review of the ensite system shows that sensitivity and specificity limitations that may cause the sheath filter to incorrectly hide a catheter. If the sheath filter is falsely detecting a catheter as in-sheath, it is recommended to reset the auto baseline. See ensite x ep system IFU, sheath filter.